Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: the doctor treated the gsv and was going to set the catheter up to treat the ssv. He had pulled the catheter and sheath all the way out. When he removed the fiber from the sheath, it came out smoothly. It didn't seem to be caught on anything. As he was checking the equipment for re-insertion, the catheter wouldn't advance. That is when we noticed the tip was gone and lodged in the sheath. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a never touch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber and stuck in the hub of the tre-sheath. The gold tip was then removed from the sheaths hub so further review could be performed. The returned device met all manufacturing dimensional specifications. Evidence of proper crimp marks on the tube tip and the presence of adhesive indicate the device was correctly built. The customer's reported complaint description of the "tip broke off from the fiber" is confirmed. A definitive root cause cannot be determined at this time, although a possible contributing factor could be due to a buildup of biological matter (dried blood) around the gold tip of the fiber that occurred during the ablation of the gsv. A lot history records search for the never touch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).